Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The occlusion alarms were resolved by either performing infusion set changes or clearing the alarm. The customer's blood glucose (bg) level was 400 mg/dl and a manual injection was administered to address the bg levels. Tandem technical support (cts) educated the customer in regards to occlusion alarms. As the customer was not receiving an occlusion alarm when cts was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.